Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. The patient noted being told that she would not have to wear glasses for distance or near if these intraocular lenses were implanted. However, at a post-op check the patient was told that glasses would be needed for both close and far, especially at night due to starbursts around all lights that makes driving difficult. The patient is again wearing bi-focals. The patient also complained of blurry vision, up close and far away, including halos which are worse when it's raining. An example given was the computer screen wasn't clear and signs appeared blurry. The patient was prescribed bifocal glasses, but has not filled the prescription yet, which were sphere -0.75 add 2.25. Reportedly, the patient had a follow up visit with the doctor on (B)(6) 2018. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.